Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# 5584111, lot# rs12k030 visual inspection confirmed the torx tip of instrument has been damaged. Optical examination revealed the torx tip edges have been rolled over and deformed. This type of damage is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding spinal products that is used in unknown spinal therapy. It was reported that while inspecting the instrument after post-op, before getting it reprocessed, it was observed that the tip of the driver was twisted and broken. There is no patient involved in the event and no further complications or symptoms were reported.